Manufacturer narrative:
A review of the device history records is being performed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any further patient, product, or procedural details.

Event description:
It was reported that during placement of the vascular stent graft for treatment of the right renal artery, the outer sheath of the delivery system fractured and the vascular stent graft could not be released. Reportedly, the delivery system had been flushed prior to use. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported deployment failure. The outer sheath was found to be elongated and the metal rod was found to be broken. This indicates the presence of high deployment force during the deployment attempt and led to the fracture of the outer sheath and the subsequent deployment failure. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be associated with a difficult vessel anatomy. In this case, no information regarding the anatomy was provided. The reported application represents an off-label use of the device which may be a potential contributing factor to the reported event. Insufficient flushing may be another contributing factor. As reported, the system was flushed. On the basis of the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. The IFU states that prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline. Also the IFU states: "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." In addition, the IFU indicates that the fluency plus vascular stent graft is intended for use in the iliac and femoral arteries.

Event description:
It was reported that during placement of the vascular stent graft for treatment of the right renal artery, the outer sheath of the delivery system fractured and the vascular stent graft could not be released. Reportedly, the delivery system had been flushed prior to use. There was no reported patient injury.